Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010 at 07:16:29, the device recorded a write to locked ram por.

Event description:
It was reported that the device experienced power on reset. The device recorded this event as a "write to locked ram" condition. The device is still in use. No patient complications were reported as a result of this event.